Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominosacral colpopexy, cystoscopy and extensive adhesiolysis due to stress urinary incontinence.

Manufacturer narrative:
.